Manufacturer narrative:
P-cap, reservoir locks properly into place. Unit passed displacement test, rewind test, prime, seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. However, unit failed sleep current measurement and detail trace displays charge, battery lasts less than expected, problem is isolated to pcb 1. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery life. Customer used the suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.